Event description:
It was reported that during a vertical gastrectomy procedure, the device had a green cartridge on the second firing, the surgeon was firing on peri strips. The staples did not form on the opposite side of the patient. The staples did not form on the patient side. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.